Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The units remaining in the status screen matches the test reservoir volume. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had stained end cap sticker and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers daughter reported via phone call that the customer experienced low and high blood glucose and was hospitalized on an unknown date. The customer reported that insulin pump failed to alert for high and low blood glucose levels. Customer¿s blood glucose was 35 mg/dl and was treated with glucose tablets and paramedics were called after customer passed out. Caller does not remember date of hospitalization. Troubleshooting was performed and caller was not sure of the condition of the drive support cap. The customer alleges that insulin pump was over delivering insulin as the insulin pump was not sending alerts that he is on low or high. It was also reported that insulin dripped from end of set before connecting. The customer was not able to upload to carelink and requested to have insulin pump replaced. The devices will be returned for analysis.